Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was repositioned due to discomfort on (B)(6) 2018. It was slightly moved and implanted deeper. No devices were explanted and no new devices were implanted. Therapy was resumed post-op with programming satisfactory.